Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional additionally noted "wound breakdown caused implant exposure, plus capsular contracture".

Manufacturer narrative:
The events of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: analysis of the returned device identified: weight within specifications, non-penetrating nicks and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening and crease fold. Base on the device analysis the final assessment is: a striated opening assessed as a surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported unknown side body "rejected" the implant and was hard to removed. It may have been due to capsular contracture. Device remains implanted.